Manufacturer narrative:
No issues were identified with the complaint kit lot 01123y during the course of the investigation. The instrument has been taken out of service and has been requested for return for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas¿ sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from the USA alleged discrepant results for 1 patient sample. Sample 1 generated positive results for sars-cov-2 and flu b. Retest: same sample was tested on another cobas¿ liat¿ system and generated negative results for sars-cov-2 and flu b. The negative results were reported to medical staff. The customer collected nasopharyngeal samples with med schencker kag075, 3ml, which is not validated per IFU. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd" universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas¿ pcr media tube from cobas¿ pcr media kit. Collect nasal specimens using the cobas¿ cr media uniswab sample kit or cobas¿ pcr media dual swab sample kit according to instructions. No harm is alleged. A systems assessment has been performed to address the customer issue, and the customer's cobas liat analyzer was requested for returned for evaluation and repair.